Event description:
Customer reported a crack on the top righ corner of the display screen of the insulin pump. Customer stated that this damage occurred when the insulin pump hit the counter while she was doing the dishes. The blood glucose reading was 99 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.